Event description:
It was reported that there was a black mark on the reservoir of a large volume infusor. This was observed after compounding with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from october 24, 2014 - october 25, 2014. The device was received for evaluation. Visual inspection was performed and noted a black mark on the reservoir. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA was referenced for this event. Should additional relevant information become available, a supplemental report will be submitted.